Manufacturer narrative:
Addendum: modified information indicated that the pre-procedure nih stroke scale score 8. The ischemic stroke was updated to cerebral hyperperfusion syndrome due to the physician¿s office note which states that patient's symptoms were secondary to re- perfusion mechanism. This supplemental MDR report has been updated to indicate the cerebral hyperperfusion. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(6) registry, this (B)(6) female experienced cerebral hyperperfusion syndrome. Pre-procedure nih stroke scale was 8, stroke scale score was 5 and the patient was symptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the right internal carotid artery. The lesion was described as 20mm in length, moderately calcified and arch type ii. The reference vessel was 4.0 in diameter with mild vessel tortuosity. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 7.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. No air bubbles were present. The patient left the angiography suite with no neurological deficits. The same day of the index procedure, the patient experienced sudden aphasia and right hemineglect. Additional information indicated that the physician¿s notes that the patient¿s symptoms were secondary to re- perfusion mechanism. The patient was not medically treated. The post nih stroke scale score was 8, the stroke scale score was 3. The patient underwent a cta and ultrasound of the carotids, the results are unknown. The patient was discharged three days after the index procedure, no other information is available. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the event was related to the index procedure and not to the cordis products. The patient¿s medical history includes hyperlipidemia, chronic obstructive pulmonary disease, diabetes mellitus and hypertension. The product remains implanted in the patient and thus is not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. It is a known potential adverse event associated with carotid stent implantation and is listed in the IFU as such. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. The use of tpa also puts the patient at a higher risk for experience a hemorrhagic stroke. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. Therefore, no corrective or preventive action will be taken.

Event description:
As reported via the (B)(4) registry, a patient experienced an ischemic stroke post carotid index procedure. Pre-procedure nih stroke scale was 5, stroke scale was 5 and the patient was symptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the right internal carotid artery. The lesion was described as 20mm in length, moderately calcified and arch type ii. The reference vessel was 4.0 in diameter with mild vessel tortuosity. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 7.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. No air bubbles were present. The patient left the angiography suite with no neurological deficits. The same day of the index procedure, the patient experienced aphasia and right hemineglect. The event was sudden and diagnosed as an ischemic stroke. The patient was not medically treated for the event. The post nih stroke scale score was 8, the stroke scale score was 3. The patient underwent a cta and ultrasound of the carotids, the results are unknown. The patient was discharged three days after the index procedure. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the event was related to the index procedure and not to the cordis products.

Manufacturer narrative:
Addendum: adjudication minutes received (5/12/14), the committee agreed that the patient experienced a cva - minor, ipsilateral, ischemic/embolic on (B)(6) 2013 procedure-related device-related. Complaint conclusion updated: this is a (B)(6) female patient enrolled in the (B)(4) registry. The adjudication committee have agreed that the patient experienced a cva - minor, ipsilateral, ischemic/embolic on (B)(6) 2013 procedure-related device-related. The site had reported the event as cerebral hyperperfusion syndrome. Pre-procedure nih stroke scale was 8, stroke scale score was 5 and the patient was symptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the right internal carotid artery. The lesion was described as 20mm in length, moderately calcified and arch type ii. The reference vessel was 4.0 in diameter with mild vessel tortuosity. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 7.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. No air bubbles were present. The patient left the angiography suite with no neurological deficits. The same day of the index procedure, the patient experienced sudden aphasia and right hemineglect. Additional information indicated that the physician¿s notes that the patient¿s symptoms were secondary to re- perfusion mechanism. The patient was not medically treated. The post nih stroke scale score was 8, the stroke scale score was 3. The patient underwent a cta and ultrasound of the carotids, the results are unknown. The patient was discharged three days after the index procedure, no other information is available. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the event was related to the index procedure and not to the cordis products. The patient¿s medical history includes hyperlipidemia, chronic obstructive pulmonary disease, diabetes mellitus and hypertension. The product remains implanted in the patient and thus is not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.